Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed that no image was displayed, which was most likely attributed to an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited no image. There were no reports of patient involvement.